Event description:
Woke up fri with severe burning and pain in left eye, consulted dr who did a culture, said ulcer was present and if not better by mon a.m. Would refer to a specialist. However sat a.m. Woke up with severe pain, matted eyes running, blindness in left eye. Being seen by specialist. Lab cultures confirm fussarium keratitis, have worn contacts for years after having previous transplant. Wear 2 sets of contacts for soft lenses, use renu moisture loc, for gas permable lens use boston multi purpose solution.